Event description:
(B)(6) study. It was reported that left bundle branch block occurred. Prior to index procedure, heparin or other anticoagulant was given. The subject was on prior regimen of aspirin and other antiplatelet medication other than aspirin at the time of index procedure. The subject received loading doses of 81 mg of aspirin and 75 mg of clopidogrel. A lotus introducer was placed and then the aortic valve was treated with deployment of a 23 mm lotus edge valve. There was correct positioning of the 23 mm lotus edge valve into the proper anatomical location. On the same day of the index procedure, the subject developed lbbb. Of note, balloon valvuloplasty was not performed. No diagnostics were performed and no action was taken to treat the event. At the time of reporting the event was considered recovering/resolving.